Event description:
The customer reported there was overlapping in the pt images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reloaded and reconfigured. The system was then found to be operating as intended.